Manufacturer narrative:
The device was discarded by the hospital and not returned for evaluation. A review of the device history record (DHR) did not reveal any unusual findings that could have caused or contributed to the reported event. According to the investigation, since the physician was navigating for 15 minutes in one pass, this would have been an opportunity for the instrument to become over-torqued while navigating to a difficult to reach location. However, a root cause could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician reported that on the first pass and after navigating for about 15 minutes, the staff was unable to retract the needle (ins-5410 always-on tip tracked 22ga anso flexible needle, 15mm l, 1.8mm od) fully into the sheath after retrieving the sample. The staff cut off the tip of the needle for pathology. The physician proceeded to complete the procedure with an alternate instrument. The procedure was successfully completed. There was no injury to the patient or user.